Event description:
As reported, a 7f .078 extra back-up (xb) 4 vista brite tip guiding catheter was noted to be fractured upon package being opened. There was no reported patient injury. The device was not used in the patient. An unknown 7f sheath introducer was used and the procedure was completed using another cordis catheter (model/size unknown). The intended procedure was a coronary angioplasty. The device was stored and prepared according to the instructions for use, and no damage or anomalies were noted to the packaging prior to opening. The product will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 7f 100 cm brite tip envoy da vista brite tip guiding catheter was noted to be fractured upon package opening. There was no reported patient injury, and the device was not used in the patient. An unknown 7f sheath introducer was used, and the procedure was completed without delay. The device was not returned for evaluation. A product history review (phr) of lot 18423246 was completed, and the review does not suggest that the failure experienced by the customer was related to the manufacturing process. The reported ¿guiding catheter ¿ fractured¿ was not assessable because the device was not returned for evaluation and images were not provided. Information for safety is provided in the product labeling to make users aware of applicable risks, precautions, and use-related considerations. According to the instructions for use (IFU), ¿do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.